Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that therapy was not working and the patient has been getting 'healthcare provider (hcp) face' on the screen and was told to call manufacturer. Patient services (ps) asked patient to sync with the patient programmer; programmer showed therapy was on at 2.20v. Patient said sometimes therapy came on and sometime it did not. The patient reported sometimes she would get the 'hcp office' with maybe eri and ins needs to be replaced. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.